Event description:
Procedure: lobectomy. According to the reporter: surgeon fired the endo gia universal 30-2.5mm white reload across the pulmonary artery. The reload stapled and the I-beam moved to the distal end of the reload. The surgeon was unable to open the jaws of the reload. The reload had to be cut off the tissue in order to be removed from the body cavity.

Manufacturer narrative:
(B)(4).